Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2001. The surgeon opened the joint in standard fashion. When the surgeon put the hip through range of motion, the surgeon noticed it was unstable. Due to the creation of larger femoral heads by exactech, the surgeon was able to upsize the liner and the femoral head to a 36mm, in addition to adding 5mm to the femoral head, which created stability. The surgeon then closed the joint and the patient left the operating room in stable condition. The surgeon implanted an acumatch gxl liner, 36mm, size j and 36mm +10 femoral head. The patient was stable leaving the operating room.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of dislocation nearly 18 years after implantation. However, this cannot be confirmed as the devices were not available for evaluation.